Event description:
The advocate stated her grandson received a blood glucose reading of 32mg/dl from his contour usb and a reading of 126mg/dl from another meter. A replacement meter was sent, and on a second comparison the new contour usb read 141mg/dl and the other meter read 400mg/dl the differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The initial reporter's phone number and address were not provided.